Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted no exterior damage. Review of the error history log found no alarms pertaining to the customer's reported problem. Functional testing was unable to duplicate customer's reported problem. Calibrations were found within specification. No root cause could be determined as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced interconnect board due to broken off "c13". Installed missing ipx-psa shield and esd plate. Cleaned, greased and calibrated the pump and performed all test which passed.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.